Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but it has not yet been received.

Event description:
A consumer reported that their thermometer had given false negative readings on her son. The device allegedly gave readings that were approximately 3-6 - 5.7° f lower than what was later measured by a doctor. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the device be returned to our company for testing.